Event description:
High impedance daily high voltage conductor impedance exceeded programmed threshold of 100 ohms, triggering carealert. Impedance trend for last 80 weeks showed gradual increase in the high voltage impedance value from about 90 ohms to just over 100 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).